Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that all of a sudden they were not able to do anything. In order to move the patient had to increase the amount of caridopa to four times as much. The patient met with their health care provider (hcp) and a manufacturing representative. During the appointment, the patient discovered their husband had inadvertently turned the implantable neurostimulator (ins) off when checking the ins battery. The ins was able to be successfully turned back on and everything returned to normal.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorder. It was reported the patient (pt) was taking carvadopa levadopa before the implant and after the implant they cut down to one tablet a day, and it was working just great but for the last week since wednesday ((B)(6) 2016). It seemed like it wasn't working and the pt had to take at least four tablets now, and since last wednesday they had been having trouble walking. The pt stated they were seen the day before this started happening, when the healthcare provider (hcp) told them everything seemed fine. Then the next day they suddenly lost stimulation. The pt stated they checked their implantable neurostimulator (ins), it was on and ok, and there were no trauma/falls associated with the event. The pt stated they didn't have the ability to turn stim up or down. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.